Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2019. Event day and event month were not provided. Investigation summary: the analysis results found that the b12lt instrument was received with the sleeve broken. In addition, the tyvek was returned along with the instrument. This type of damage is possible due to improper handling of the trocar. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the trocar broken when used. It is unknown how the procedure was completed. There was no patient consequence.